Event description:
It was reported that this pacemaker system triggered lead safety switch (lss) due to high out of range pacing impedance measurements, measuring greater than 3000 ohms on the right atrial (ra) channel. Technical services recommended to have patient seen in clinic for programming. Upon review, there was farfield oversensing noted and there was an abrupt increase in the impedance values. Ts suspected that it could be lead fracture. Boston scientific representative stated that the noise in bipolar looked more like myopotential and suggested to have split configuration done now. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker system triggered lead safety switch (lss) due to high out of range pacing impedance measurements, measuring greater than 3000 ohms on the right atrial (ra) channel. Technical services (ts) recommended to have patient seen in clinic for programming. Upon review, there was farfield oversensing noted and there was an abrupt increase in the impedance values. Ts suspected that it could be lead fracture. Boston scientific representative stated that the noise in bipolar looked more like myopotential and suggested to have split configuration done now. This device remains in service. No adverse patient effects were reported.